Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During an on-site meeting, customer confirmed that the sample was positive for mycobacterium gordonae. A second test was done after performing another routine disinfection cycle and results were negative. It is unclear the first test was a false positive possibly due to incorrect sampling technique leading to sample contamination or if the device was actually contaminated with gordonae and solved by routine disinfection cycle. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-coolersystem 3t device was found to be contaminated. The type of bacterium and laboratory report are still pending to livanova. There is no known patient involvement

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 2-3 meters from the surgery field.